Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The damage to the r781 resistor is consistent with damage that occurs when a patient is externally defibrillated while wearing the lifevest. There is no indication that the damage to the r781 resistor caused or contributed to the adverse event. Electrode belt sn (B)(4) has not been recovered for investigation. There is no information at this time to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated five times during the event. The patient was home at the time of the event. Ems was called and the patient was taken to the hospital. At 11:19:09 the patient degraded to asystole. The patient was treated five times between 11:32:06 and 11:34:28 during asystole. CPR artifact contributed to the false detections. The patient remained in asystole following the treatments. The electrode belt was disconnected at 12:14:30. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.